Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging the pump kept alarming for occlusion. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2019 with the following findings: review of the black box data revealed multiple records of occlusion alarms with the force at the time of the occlusion being high. On investigation, the pump powered on normally and the rewind, load and prime steps successfully completed without alarms. The force sensor was evaluated and found to be operating within the required specifications. Investigation did not duplicate the complaint.